Event description:
A malfunction alarm, identified as malf 12, was reported by the customer prior to any significant events. There was no adverse impact on the customer¿s blood glucose level. The technical support team provided instructions to reset the pump, which the customer followed, successfully resolving the issue as the malfunction did not recur. The customer was advised to continue using the pump and to report any future reoccurrence of malfunction codes.